Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardiac monitor exhibited battery data anomaly because of exposure to lower than normal temperatures before implant. No intervention was performed. There were no patient symptoms due to the event.